Event description:
It was reported that a revision surgery was being performed due to infection. It is unknown if there was a delay or the state of the patient. Surgery was completed with the same device.

Manufacturer narrative:
H3,h6: the device, used in treatment was not returned for evaluation. Without the actual product, product evaluation could not be performed and complaint could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. According to clinical/medical investigation , the complaint from japan reports that a revision was done secondary to an infection. ¿the doctor says this is not cause by the device.¿ the impact to the patient has not been determined. No clinical/medical documentation has been provided for this investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Per the intake team; all efforts, to obtain additional information regarding this complaint, did not provide any results. If additional supporting medical documents are received this complaint will be reassessed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will not be issued for the device.